Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: during investigation, the battery compartment was found to be cracked above and below the grip pad. There was a cover crack between the corner of the lens and the case seal. The pump was opened and there was evidence of moisture corrosion on all the board. There was no vibration due to moisture damage.

Manufacturer narrative:
Correction to serial#.